Event description:
The customer was hospitalized for high bgs. It was indicated that the customer had changed out their set twice that day and was still running high. The customer treated with manual injection, but bgs kept going high when the pump was reconnected. Troubleshooting was performed. The insulin did not exit.